Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation conclusion: cause linked to device but unable to trace more specifically. Review of the most recent repair record determined the motor speed was not stable and motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
It was reported that the device did not turn on during surgery. There was no procedure delay nor harm/injury to anyone involved. Evaluation of the device later revealed that the motor was not stable. No adverse events were reported as a result of this malfunction.